Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 when tested on cobas liat. The same sample was retested on a different platform (cepheid) which yielded a negative result. The negative result was reported out. No harm was alleged. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Review of the provided data confirmed that the positive sars-cov-2 result that was initially generated was a true positive result. The CT value generated for the sars-cov-2 target during the initial run suggests that the sample is low titer. Samples that are low titer can generate wavering results upon repeat. The assay is performing as intended. In addition, no trend was identified for the reagent lot used.